Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pn 32g 4mm 5b xtw easyflow la, the device experienced a damaged or open unit package/seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: needle without the seal.

Event description:
It was reported when using the bd pn 32g 4mm 5b xtw easyflow la, the device experienced a damaged or open unit package/seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: needle without the seal.

Manufacturer narrative:
Investigation summary: customer returned images of a shelf carton for 4mm, 32 gage nano pen needles from lot 1006070 and its contents. 3 of the pen needles in the shelf carton do not have teardrop labels. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, bd was able to confirm the customer¿s indicated failure of pen needles missing teardrop labels. Based on the photos and the fact no physical samples were returned this cannot be confirmed to be manufacturing related. H3 other text : see h10.